Manufacturer narrative:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred. The patient was transferred to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer' device had shutdown unexpected. The issue was previously reported under MFR: 2031642-2022-01301 and the customer is now requesting a bench evaluation of the device. It was then reported that the biomed decided not to send the device to bench for evaluation. The biomed was waiting for the implementation of the recall for resolving the 35 volt rail recall for the device shutting down, when it becomes available. The v60 will remain out of service. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
V60 shut down while on a patient. No reports of patient/user harm or injury. Investigation is ongoing.